Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump was rebooting intermittently. The reporter stated that the threads of battery compartment were stripped and the battery cap was unable to tighten properly. The reporter noted that there was no evidence of moisture or corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any evidence of power on resets. Investigation found that the battery compartment threads were stripped but no crack was found in the compartment. The threads on the battery cap were stripped partially and it was unable to tighten properly. The pump failed to power on with the returned battery cap. The reported power issue was duplicated. Using a test battery cap, the pump powered on and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened and no internal issues were found.